Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test.". The patient's medical history included ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;norgestimate (ortho tri-cyclen), etonogestrel (implanon), levonorgestrel (mirena) and sumatriptan succinate (imitrex df). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast infection"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast infection") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("eight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, female sexual dysfunction and headache had resolved, the alopecia and weight increased was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered alopecia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent unilateral salpingectomy. As per insertion details, was unable to advance coils of essure in right fallopian tube. (There is no evidence that she underwent the procedure later. She did not underwent essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and intra-abdominal haemorrhage ('abdominal bleeding') in a female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;norgestimate (ortho tri-cyclen), etonogestrel (implanon), levonorgestrel (mirena) and sumatriptan succinate (imitrex df). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast infection"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast infection") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("eight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, female sexual dysfunction and headache had resolved, the alopecia and weight increased was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered alopecia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent unilateral salpingectomy. As per insertion details, was unable to advance coils of essure in right fallopian tube. (There is no evidence that she underwent the procedure later. She did not underwent essure confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), abdominal bleeding, headache, migraine, uti, yeast infection, apareunia, fatigue, vaginal discharge, weight gain, hair loss, device monitoring procedure not performed. Events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.